Event description:
It was reported to boston scientific corporation that while performing a ureteroscopy "little blue pieces of what the physician thinks was from the catheter (f/g open end ureteral catheter) were observed floating in the patient's bladder. The complainant indicated that it appeared that the inner lumen of the catheter was not completely open. The "blue pieces" were evacuated by irrigation. The patient, age, gender and weight unknown, was then taken to the lithotripsy lab to "break up the stone" and flush out any further pieces that may have remained in the patient. The patient was reported as fine following the procedure and the physician did not expect any complications as a result of this event.

Manufacturer narrative:
We received one open end ureteral catheter. There was no visible residue present to indicate use. The catheter was found to be wavy in appearance and the distal half of the catheter was found to have vague white scrape marks on it. A functional evaluation found that a 0.038 inch guidewire could be passed through the catheter without issue. Customer complaint of blue flakes in the patient cannot be confirmed. There is no evidence that any material was removed from the catheter due to the device being scraped. Also, the inner diameter of the device was not found to be blocked or occluded during the evaluation. The most probable root cause is that the catheter came into contact with the scope during insertion causing resistance and scrapping the outer surface of the catheter. A review of the device history record was performed and no anomalies were noted. A lot history search was performed and found no other complaints against the reported lot number. The 2008 ureteral catheter/se product family trend chart was reviewed; no adverse trend was noted.